Event description:
It was reported that during a bariatric procedure, the staples did not work. When the surgeon tried to fire the staples didn't permit that the knife to pass. After trying with the third staples, they worked. The surgeon used new staples to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: were malformed staples present after the firing? The staples don´t work (was this the device that did not fire the staples from the cartridge?) Correct, the endostapler didn't fire the cartridge, but in the next fire the endostapler work.. Was there an incomplete staple line? The staples don´t work (was this the device that did not fire the staple from the cartridge?) Correct, the endostapler didn't fire the cartridge, but in the next fire the endostapler work. Since the device did not fire staples from the cartridge, there were no malformed staples or incomplete staple line. Is this correct? Correct. The analysis results showed that two reloads were received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reloads were reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.